Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a sharp curve and indent in the electrode body in the regions approximately 25 mm to 26 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the distal conductor coil was fractured in the areas of the observed indented curve. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received an inappropriate shock in the primary sensing vector while sleeping. Upon a data review, it was determined that the shock was delivered due to over-sensed non-physiological artifacts and variable amplitude morphology. The patient was assessed in-clinic where provocative maneuvers were unable to reproduce the artifacts. Additionally, the physician noted some possible tension from the electrode and myopotential noise. The device data was forwarded to boston scientific technical services (ts) and it was discussed that the artifacts could be related to a sense node b issue. Ts recommended programming to the secondary sensing vector to prevent further inappropriate therapy. The physician elected to reprogram to the secondary vector and will be re-assessed within two weeks. However, as the patient strongly dislikes the sensation of the device in the pocket and the does not require a defibrillator, the physician explanted the s-ICD system. No additional adverse patient effects were reported. The explanted system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received an inappropriate shock in the primary sensing vector while sleeping. Upon a data review, it was determined that the shock was delivered due to over-sensed non-physiological artifacts and variable amplitude morphology. The patient was assessed in-clinic where provocative maneuvers were unable to reproduce the artifacts. Additionally, the physician noted some possible tension from the electrode and myopotential noise. The device data was forwarded to boston scientific technical services (ts) and it was discussed that the artifacts could be related to a sense node b issue. Ts recommended programming to the secondary sensing vector to prevent further inappropriate therapy. The physician elected to reprogram to the secondary vector and will be re-assessed within two weeks. However, as the patient strongly dislikes the sensation of the device in the pocket and the does not require a defibrillator, the physician explanted the s-ICD system. No additional adverse patient effects were reported. The explanted system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received an inappropriate shock in the primary sensing vector while sleeping. Upon a data review, it was determined that the shock was delivered due to over-sensed non-physiological artifacts and variable amplitude morphology. The patient was assessed in-clinic where provocative maneuvers were unable to reproduce the artifacts. Additionally, the physician noted some possible tension from the electrode. The device data was forwarded to boston scientific technical services (ts) and it was discussed that the artifacts could be related to a sense node b issue. Ts recommended programming to the secondary sensing vector to prevent further inappropriate therapy. The physician elected to reprogram to the secondary vector and will be re-assessed within two weeks. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received an inappropriate shock in the primary sensing vector while sleeping. Upon a data review, it was determined that the shock was delivered due to over-sensed non-physiological artifacts and variable amplitude morphology. The patient was assessed in-clinic where provocative maneuvers were unable to reproduce the artifacts. Additionally, the physician noted some possible tension from the electrode and myopotential noise. The device data was forwarded to boston scientific technical services (ts) and it was discussed that the artifacts could be related to a sense node b issue. Ts recommended programming to the secondary sensing vector to prevent further inappropriate therapy. The physician elected to reprogram to the secondary vector and will be re-assessed within two weeks. However, as the patient strongly dislikes the sensation of the device in the pocket and the does not require a defibrillator, the physician explanted the s-ICD system. No additional adverse patient effects were reported. The explanted system was received for analysis.

Manufacturer narrative:
This report is being sent to correct information recorded in field b5. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a sharp curve and indent in the electrode body in the regions approximately 25 mm to 26 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the distal conductor coil was fractured in the areas of the observed indented curve. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.